Event description:
Daughter uses dexcom continuous glucose monitor to help monitor her blood sugar. The sensors that used to ensure it works have been failing constantly. She has not been able to use the product because of sensor failure. We can¿t get any help or answers from dexcom besides replacing the failed sensors.